Event description:
The company received a report where it was claimed that the disposable inner cannula comes out too easily either under ventilation or with a valve of phonation. The caller reported that non routine recannulation of a replacement tube was required. This report is associated to the second occurrence on (B)(4).

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.